Event description:
Deliver an infusion of diprivan.

Event description:
The device was programmed to deliver an infusion of diprovan at an undisclosed rate. The device reportedly over-infused. No pt injury occurred. The customer indicated that the event occurred in 2001.